Manufacturer narrative:
The tech found the power cord plug ground pin was broken off. The technician replaced the power cord to resolve the issue.

Event description:
Tech alleged that the bed had loss of ground. No pt impact.